Manufacturer narrative:
D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis the device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency-resection electrode, loop, broke and could not be used. The issue was found during a therapeutic, transurethral resection of the prostate procedure. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause is related to wear and tear. Note: the loop at the distal end wears, during use and might break, burn or melt. Olympus will continue to monitor field performance for this device.